Event description:
It was reported that the health care professional (hcp) indicated that this pacemaker had inappropriately mode switched due to farfield oversensing. Technical services (ts) reviewed the available electrogram (egm) and confirmed the atrial channel farfield oversensing of the r wave causing the device to inappropriately atrial tachy response (atr) mode switch. Ts recommended device optimization and reprogramming. The pacemaker remains in service. No additional adverse patient effects were reported.